Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient had low flows and required albumin boluses to maintain proper flow on the day of implant. The patient also required inotropic and vasopressor intravenous (IV) support. The chest remained open at thetime of vad implant and broad spectrum antibiotics and antifungals were administered prophylactically. The chest was closed two (2 days post implant. Extubation occurred on post operative day four (4) and the patient had respiratory distress and hypoxia required inhaled medications and oxygen support. The patient was febrile with leukocytosis and blood and urine cultures were done which had no growth. Wide complex ventricular rhythm occurred on post-operative day five (5) and the patient was cardioverted with 200 joules and the implantable cardioverter defibrillator (ICD) was re-programmed. A large pleural effusion was noted on post-operative day fourteen (14) and a chest x-ray demonstrated near total atelectasis of the left lung and a pigtail drain was placed which remained until post-operative day twenty two (22). Cultures taken from removed pleural fluid were negative for any growth. Due to continued leukocytosis and acute respiratory symptoms the patient was treated with antibiotics for hospital acquired pneumonia and aggressively diuresed. Suction events were noted and diuresis was stopped. Due to possible aspiration and ileus along with nutritional risk, total parenteral nutrition (tpn) was initiated. Worsening right sided heart failure was reported and continue milrinone support, which patient was on continuously pre-vad implant, was continued at discharge and plan for patient to go home with a slow wean. Acute kidney injury was noted and bedside imaging of inferior vena cava showed collapse indicating dehydration, fluid boluses given and diuresis held. Urinary retention due to benign prostatic hypertrophy also thought to be a contributing factor to the kidney injury and medication given to increase urine flow. A partial left internal jugular deep venous thrombosis was also noted and since the patient was already on anticoagulants, this regimen was continued. Anemia and thrombocytopenia were also noted during the hospitalization and one unit each of packed red blood cells (prbc), fresh frozen plasma (ffp) and platelets were given. Labs were negative for heparin induced thrombocytopenia (hit) and weekly epogen shots will be given and laboratory data was monitored and transfuse for hemoglobin less than 7. The patient also developed a sacral ulcer which required a debridement procedure due to prolonged hospitalization. The patient discharged to home on post-implant day forty-six (46) and vad remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. The reported low flow and suction events could not be confirmed via review of the controller log files since log files were not available for analysis. Based on the available information, including the onset of the event on the date of implant, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, respiratory dysfunction, cardiac arrhythmia, pleural effusion, worsening heart failure, renal dysfunction, and thrombus are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.